Event description:
Patient was revised to address lag screw cut-out and back-out.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided information states the surgeon removed a 100mm lag screw and put in a shorter one. The fracture was already healed significantly so the surgeon didn't want to change the nail or position. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.